Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# : (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021 , product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for low ef, no history vt/vf (scd-heft) and spinal pain. It was reported that the patient had increased back and right leg pain. The contributing factors to this issue were unknown. An x-ray was taken which showed that the lead had migrated and was at the top of t7. A lead replacement was performed, and the new lead was placed to cover the 9/10 disc. Additionally, the patient was not recharging their implantable neurostimulator, so they had the implantable neurostimulator replaced with a non-rechargeable at the time of the lead replacement.